Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(6).

Event description:
Reporter alleged the patient a result of 457 mg/dl on inform system 1 compared back to back with a result of 35 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter stated that the staff administered d50. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.